Event description:
On (B)(6) 2103, it was reported that high impedance was seen during diagnostics. The device was disabled, and the patient was referred for x-rays. Follow-up with the neurologist showed that x-rays did not reveal anything. X-rays were requested but have not been received. There was no patient manipulation or trauma that is believed to have caused or contributed to the high impedance. The patient¿s parents were uncertain if the device ever helped and were considering revision. There patient¿s family did not believed there was a signification change in seizures. The device was disabled, and the patient would be observed for any changes in seizures. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2015, the patient underwent revision surgery. The connector pin was found to be visually out of the connector block. Once the pin was reinserted the device tested within normal limits at 3429 ohms. Therefore, no devices were replaced.

Event description:
On 03/18/2015 it was reported that the patient was scheduled for revision surgery that day. However, the patient did not show up for her appointment. Although surgery is likely, it has not occurred to date. A copy of the patient¿s x-rays were received for review. The filter feedthru wires were intact. The connector pin inside the connector block appears to be completely inserted. The lead wire was intact at the location of the connector pin; however, there was a portion of the lead located behind the generator that could not be assessed. Both strain relief bend and loop appear to be present per labeling. However, no tie-downs were visualized. Also, there seemed to be a suspect area in the lead near the electrodes. Adjacent to the strain relief bend and loop, there is a region that is suspected to be a lead discontinuity. The presence of a micro-fracture in the lead also cannot be ruled out.

Event description:
On (B)(4) 2015, it was stated that the patient was seen on (B)(6) 2015 for consult for a full revision because the patient's state has declined. The neurologist believes that the vns therapy was helpful and that since it has been off since 2013 they should proceed with getting it replaced. The patient's worsening condition is an increase in seizures. Although it is likely, no surgical intervention has occurred to date.